Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test and selftest, however unit received with corroded electronic assemblies.

Event description:
It was reported that the insulin pump was exposed to water. The customer¿s blood glucose was unknown. The customer stated that they saw fluid under the display. The troubleshooting was performed for the fluid exposure. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.